Event description:
A zoll distributor returned electrode belt sn (B)(4) and reported that the electrode belt was unable to communicate with a monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with a monitor) has been confirmed. Upon investigation the trunk cable was severed and the trunk cable connector was missing, preventing the electrode belt form connecting to a monitor. The root cause for the cut cable was physical abuse. No adverse event resulted from the defective electrode belt.